Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The reporter declined to provide any contact information; therefore, follow up was not able to be conducted. No further information is expected. (B)(4).

Event description:
A consumer reported that following a cataract surgery with an intraocular lens (iol) implant, a haptic came loose and she needed a repositioning. She had pain the day the haptic came loose. Since the repositioning, she has been seeing streaks of light, having migraines, and experiencing soreness/pain around her eye. The reporter declined to provide any contact information; therefore, follow up was not able to be conducted.